Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the reported issue and during trouble shouting, discovered that the ac power cord was defective. The fse suggested the customer to replace for a new power supply cable. It was decided to remove the iabp unit from the customer's site for repairs. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that when going to use on a patient, the battery for the cardiosave intra-aortic balloon pump (iabp) would not charge. The customer swapped the iabp unit with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (jan 2020 through dec 2020) was reviewed. There were no triggers identified for the review period.

Event description:
It was reported by customer that before use on a patient, the battery for the cardiosave intra-aortic balloon pump (iabp) would not charge. The customer swapped the iabp unit with another iabp to began therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and discovered an ac power cord internal short circuit. The fse observed that the ac cord logo" was missing on screen even when the power cable was plugged into live power socket (from hospital). Initially it was decided to swap the line cord assembly with the office academy¿s training iabp unit. However, the final repair was completed by swapping out the hospital cart from the office academy¿s training iabp unit. The unit passed all calibration, functional and safety tests performed. The iabp was returned to customer and it was cleared for clinical use.